Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the needle popped off the thread. The surgeon used another device to resolve the issue. There was no patient involvement.